Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; h2; h3; h4; h6. No product was returned; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a revision due to pain, elevated metal ions, and pseudotumor formation. The stem and shell were well fixed. A new liner and head was placed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer trilogy acetabular liner cat#00630505036, lot#60970563. Zimmer shell porous with cluster holes 50 mm cat#00620205022 lot#unk. Zimmer std 36mm longevity liner cat#unk lot#unk. Zimmer bone scr 6.5x35 self-tap cat#00625006535 lot#unk. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00531.

Event description:
It was reported the patient underwent a right hip initial arthroscopy. Subsequently, the patient underwent a revision procedure approximately 11 years later due to pain, elevated metal ions and pseudotumor formation. The head and liner were revised. No further event information available at the time of this report.